Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. During a device check, the patient reported that numbness had been experienced since implant. Per the opinion of the physician, the root cause of the event was the incision made by the vascular surgeon, which may have caused the area on the patient's neck to be permanently numb. There was no additional treatment or intervention planned.